Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ 2l6c instrument leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "please confirm the safety check below. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Before waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No. The water in the tube set in the manual tube port after the subset measurement is red, probably due to liquid leakage from the sit. I didn't notice it because it didn't color in the leukemia test. I have this symptom after 6 days of maintenance. I had the same symptom last year, and last year it improved when I smoked clean during sit flash. I made him smoke clean this time as well, but it doesn't improve. This symptom occurs regardless of the number of measurement samples. There is no problem with the measurement results. The water in the tube that is set turns red, probably because it is leaking from the sit."

Event description:
It was reported that while using bd facslyric¿ 2l6c instrument leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "please confirm the safety check below. 1. Was the leak fluid or air¿fluid 2. Was the leak contained within the instrument¿no 3. Was there spray of fluid under pressure? No 4. What was the fluid that leaked? Biohazard 5. Did biohazard leak before or after waste line? Before waste line 6. Was the waste mixed with decontamination or bleach? No 7. Was the customer/bd personnel physically in contact with the fluid? No the water in the tube set in the manual tube port after the subset measurement is red, probably due to liquid leakage from the sit. I didn't notice it because it didn't color in the leukemia test. I have this symptom after 6 days of maintenance. I had the same symptom last year, and last year it improved when I smoked clean during sit flash. I made him smoke clean this time as well, but it doesn't improve. This symptom occurs regardless of the number of measurement samples. There is no problem with the measurement results. The water in the tube that is set turns red, probably because it is leaking from the sit."

Manufacturer narrative:
H.6 investigation summary investigation summary: ¿ scope of issue: the scope of issue is only limited to facslyric 2l6c instrument, part # 651165, serial # (B)(6). ¿ problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 23jun2021 to 23jun2022 ¿ complaint trend: there are 5 complaints related to the leakage of biohazard not contained within the instrument; p date range from 23jun2021 to 23jun2022. ¿ manufacturing device history record (DHR) review: DHR part #651165 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was not determined. The customer reported that the water in the set tube in the manual tube port after the subset measurement turns red and noted that it was probably leaking from the sit (sample injection tube). The field service representative (fsr) was not able to confirm the leak from the sit. As part of a preventative measure, the fsr replaced the sample lines, reset the sit position and cleaned the sit flush waste liquid line. The instrument is confirmed to work normally after the works performed. As a troubleshoot recommendation, proper daily and monthly cleaning procedures can be found under ¿maintenance¿ also in the bd facslyric¿ clinical system instructions for use, # 23-19938-02 rev.01, vers. A on page 165. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02517011, case # 01722032 install date: 15mar2019 defective part number: 652784 work order notes: o subject: is it a liquid leak from the sit, or the water in the set tube turns red o problem description: is it a liquid leak from the sit, or the water in the set tube turns red o work performed: no liquid leakage from sit could be confirmed. As for the work, we replaced the sample line, reset the sit position, and cleaned the sit flush waste liquid line. O since the inspection is within 3 months, the work cost, transportation cost, and sample line (replacement parts at the time of inspection) will be free of charge. O cause: today, I heard from bd facslyric that the water in the tube you are setting will turn red, probably because it is leaking from the sit. O solution: sample line replacement / sit repositioning / sit flush waste liquid line cleaning ¿ returned sample evaluation: a return sample was not requested because part replaced is not returnable and was discarded. ¿ risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o azure ID: 89169 o ID: libivd-ra-61 2.1.6 o reg status: ivd; ruo o hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O risk control: - sit design to capture back drips. - provide instruction for universal precautions. O req link (azure ID): 93132 libivd-did-262 sample preservation during pause o implementation verification: - lsvn-1008-dp sit backflow control - libivd-se-15-51ir o effectiveness verification: - lsvn-1008-dr - libivd-se-15-51ir o propabiltiy: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient ¿yes ¿no ¿ root cause: based on the investigation results the root cause of the biohazard leak was not determined. Conclusion: based on the investigation results, the root cause of a biohazard leak not contained within the instrument on the facslyric, was not determined. The field service representative (fsr) was not able to confirm the leak from the sit. As part of a preventative measure, the fsr performed a series of works. The instrument is confirmed to work normally after the works performed. ¿ supporting document: n/a.